Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No abnormalities were observed on the returned sample. The sample undergone a 7 day leak test and no leakage observed. Tested the flow rate while the balloon was inflated with 10cc of water and was found to be within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿- use lure syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that several catheters allegedly leaked significant amounts of urine. The leaks were noted at the proximal end of the devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that several catheters allegedly leaked significant amounts of urine. The leaks were noted at the proximal end of the devices.